Event description:
Intera oncology received a report from a physician about a scheduled explantation for an intera 3000 hepatic artery infusion pump being done on (B)(6) 2025. The reason for the explantation was that the patient experienced recurrent perihepatic hematoma. The pump was initially implanted on (B)(6) 2025, at same time as liver resection. The hematoma first appeared on (B)(6) 2025. The hematoma was located at the catheter site. In a follow-up email, the physician confirmed there was no known coagulopathy. Multiple ctas, repeat haps, and a pump arteriogram did not show any complications attributable to the pump itself. The clinic did not implant a new pump for the patient.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29109807, was reviewed. The pump was manufactured on june 12, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Hematoma is a known adverse event listed in the intera 3000 hepatic artery infusion pump IFU and label. However, the physician requested intera oncology to examine the pump to determine if the device malfunctioned. As of today, intera oncology is waiting for the pump to arrive. Once the pump arrives and is investigated, an updated final report will be sent to the FDA.

Event description:
Intera oncology received a report from a physician about a scheduled explantation for an intera 3000 hepatic artery infusion pump being done on (B)(6) 2025. The reason for the explantation was that the patient experienced recurrent perihepatic hematoma. The pump was initially implanted on (B)(6) 2025, at same time as liver resection. The hematoma first appeared on (B)(6) 2025. The hematoma was located at the catheter site. In a follow-up email, the physician confirmed there was no known coagulopathy. Multiple ctas, repeat haps, and a pump arteriogram did not show any complications attributable to the pump itself. The clinic did not implant a new pump for the patient.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump was evaluated and is functioning as intended. Hematoma is a known adverse event listed in the intera 3000 hepatic artery infusion pump IFU and label.